Manufacturer narrative:
The explanted components were retained and returned to the firm for investigation and evaluation. Investigation of the device is ongoing at the time of the initial MDR filing.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 treat knee pain. Around on (B)(6) 2024, the patient reported loss of therapy on the lateral side of the knee only. Imaging found no obvious migration or fracture of any implanted components, however testing returned high impedance readings on that malfunctioning lead. On (B)(6) 2024, a surgical revision was performed to remove the malfunctioning lead and replace it with a new lead. It was unclear if the implantable pulse generator (ipg) was contributing to the malfunction and thus the ipg was also replaced during the revision procedure.